Manufacturer narrative:
Initial reporter is synthes sales representative. Device history: part number: 224.621, lot number: 5196509. Part manufacture date: 27-mar-2006. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5 mm narrow lcp plate 12 holes/224 mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent removal of narrow locking compression plate (lcp) plate due to plate breakage. Date of original implant was four (4) years ago. It was unknown if there was surgical delay. Procedure outcome and patient status are unknown. Concomitant device reported: unknown screws (part #: unknown, lot #: unknown, quantity #: unknown). This report is for one (1) 4.5 mm narrow lcp® plate 12 holes/224 mm. This is report 1 of 1 for (B)(4).